Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 04/02/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue of an error code 100.6130 was not determined because no product or device logs were returned. The reported issue that the device received error code 100.6130 could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient involvement was reported. The issue had been resolved after the customer restored the pcu unit to its factory settings.

Event description:
The customer reported error 100.6130. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported error 100.6130. There was no patient involvement.